Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, post valve deployment, it was noted that the commander delivery system balloon had "ruptured". It was believed that the valve was able to be fully deployed. A post-dilation of the valve was not needed. There was no patient injury reported. Upon inspection of the commander delivery system balloon on the back table, a small pinhole leak was observed on the proximal side (aortic) of the balloon. Additional information was received revealing the balloon was intact other than the pinhole that was observed. It was unknown when the pinhole occurred. The balloon appeared to fully inflate and deflate "normally". The patient had significant calcium present in the landing zone.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. A review of the provided imagery revealed calcification was present in the landing zone. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the balloon leak was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "small pinhole leak was observed on the proximal side (aortic) of the balloon. The balloon appeared to fully inflate and deflate "normally". The patient had significant calcium present in the landing zone". During manufacturing, the balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. The provided imagery revealed the presence of calcification in the patient's anatomy. It is possible that the balloon may have interacted with the calcium in the landing zone during transcatheter heart valve (thv) deployment, puncturing the balloon and resulting in the reported balloon pinhole leakage. As such, the available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.